Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of connection anomaly. The customer¿s blood glucose was 251 mg/dl. The customer¿s reported that reservoir no locking visible on top of the reservoir between the tubing connector. The customer was advised to replace all products. The reservoir will not be returned for analysis.